Manufacturer narrative:
A total of 31 patient samples were questioned. The reported sample also had a repeat value of 105 u/l. This patient had a previous alp value of 106 u/l.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received questionable low results for a total of 24 patient samples tested for alp2 alkaline phosphatase acc. To ifcc gen.2 (alp) on the cobas 6000 c (501) module. The customer stated that results of 6 u/l, 7 u/l, 8 u/l, and similar had been reported to physicians. The customer stated that on the next day, the standby reagent cassette became the current cassette and all results appeared to be reasonable. The customer provided data for 3 patients that had been tested and of these three, one had an erroneous result that was reported outside of the laboratory. The sample initially resulted as 8 u/l and this value was reported outside of the laboratory. A physician questioned the result and the sample was repeated, resulting as 101 u/l. The repeat result was believed to be correct. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. The alp reagent lot number and expiration date were asked for, but not provided. The customer declined a service visit. The investigation was able to rule out a general reagent issue since calibration and quality controls were acceptable.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. A general reagent issue could be ruled out since calibration and control recovery were found to be acceptable. No problems were observed with any other assays. A sample related issue seems to be likely.